Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent deployment issue occurred. The target lesion was located in the iliac vein. A 14x90/9fr uni plus 75cm wallstent endoprosthesis was advanced to treat the lesion; however, the stent was unable to fully expand. The physician had to use an additional stent and a catheter balloon was advanced to expand the stent completely. No patient complications were reported and the patient's status was stable.